Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse replaced the uim component on the suspect ventilator device and performed the operational verification of the device, which met manufacture specifications . At this time, vyaire medical failure analysis laboratory has not received the suspect uim component for evaluation.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.